Event description:
An x-ray revealed that the lead dislodged. The pulse generator was programmed to vvi mode. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.